Manufacturer narrative:
The device was not returned for evaluation. We did not receive a lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for non-conformances. If additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
During a procedure, while removing nodes, the sb534 bag broke. Upon attempts to gather additional information, the reporter stated that although unsure of his recollection of the events, one procedure required the initial incision to be widened to pull the specimen out. No procedural delay or patient injury was reported. No additional information regarding the current patient status or procedure was provided.